Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder remained activated while inside the pt's leg. A pre-test was not done, even though the account has been in-serviced to do so. A new kit was used to complete the procedure. There were no pt effects. Product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)